Event description:
Pt had removal of silicone gel breast implants due to hard and painful capsular contractures. X-rays showed very calcified contractures. The right capsule showed evidence of dacron patch and there were two lobulated areas which were very firm and hard to project off of the capsule. The capsule appeared to be grossly intact but was ruptured during removal. The left capsule was very thick, markedly calcified, and distorted. The implant was intact within the capsule. Saline implants were used as replacements. The pathology examination of the capsules revealed the right capsule showing findings consistent with silicone and foreign body giant cell reaction. Both capsules showed dystrophic calcification to fibrous connective tissues.